Event description:
It was reported that patient underwent a procedure that utilized a soft anchor on (B)(6) 2014. During the procedure, the clear plastic sleeve on the anchor inserter would not slide to allow the anchor to deploy. The surgeon attempted to manually move the clear sleeve with no success as the anchor became dislodged from the forked tip. A second juggerknot anchor was used to complete the procedure without significant delay. There was no injury to the patient as a result.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to misuse, by product likely being put through improper placement technique and/or applying excessive force while inserting the device, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.